Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 13mm (tsvwb13) was returned for investigation (image 1-3). Visual inspection of the as returned product identified significant damage and debris about the implant threads and drive feature. The implant is fractured at the collar. The drive feature contains a fractured piece of the unknown screw. No pre-existing conditions were noted on the per. The reported product was located on tooth # 14 and used for approximately 13 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review was completed for the subject lot number 60812212. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (60812212) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported events were confirmed. The following sections have been updated:

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided . First name unknown / not provided. Last name unknown / not provided. PMA/510k: k011028, k013227.

Event description:
It was reported that the implant at tooth site #14 fractured and was removed. Diagnosed back in 2017 by clinician. Fracture of shoulder of implant. Healing abutment has been placed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Section "d4: device UDI number" was submitted with UDI # (B)(4). 60812212(241)tsvwb13 in error. Associated lot # 60812212 was manufactured prior to 24-sep-2015, as a result, a UDI number is not required.